Manufacturer narrative:
The actual device was not available; however six photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was verified during visual inspection. Damage on the tubing which is indicative of a leak was observed. An assignable cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette had leaked because there was a ¿slash¿ in it. This was noted during use and the solution had pooled on the ground. There was no patient injury or medical intervention associated with this event. No additional information is available.